Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2012 a 23mm trifecta valve was implanted into the patient. On (B)(6) 2020 the trifecta valve was explanted due to structural valve deterioration (svd). Upon explant the valve appeared to be calcified and a tear. The valve was replaced with a non-abbott product. The patient is stable.

Manufacturer narrative:
Additional information: explant was reported due to structural valve deterioration. The investigation found that all three leaflets contained calcifications. All three leaflets contained tears, which were associated with calcifications. There was circumferential fibround pannus ingrowth on the inflow surface of the valve, which extended onto the base of leaflets 1 and 2 as well as on the outflow surface of leaflet 1.all three leaflets were fibrously thickened. Leaflet 3 was missing tissue. No inflammation was present. The tears and calcifications present are consistent with the reported structural valve deterioration, and the cause of the tears could not be conclusively determined; however, all of the tears were associated with calcifications.